Manufacturer narrative:
It was reported by the customer that the last 5 ml of medication started dripping from the y site. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite texium infusion set was leaking the following information was received by the initial reporter with the following verbatim: pt receiving doxorubicin IV push. When on the last 5 ml medication started dripping from they site. Rn tighten syringe to y site connecter incase it was loose, but it made it worse. Rn called for help, last 5 ml were pushed through. No medication land on the patient or rn